Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the inflation line was broken at the flange connection. The inflation line was partially broken at the connector flange joint, and part of the inflation line tubing remained bonded into the flange. Functionally, an inflation/deflation test was performed. Using a syringe, air was applied to the cuff and it was observed that the cuff deflated immediately. It was reported that during use, the cuff stopped inflating. Since there appeared to be no problem with its use, it was used as is. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. The instructions included with this device provide the following guidance: do not use larger than a 1.0 cc/ml syringe when adding air into the cuff and monitor the cuff pressures frequently. Each tube¿s cuff, pilot balloon and valve should be tested by inflation prior to tube insertion. If dysfunction is detected in any part of the inflation system, the tube should not be used. Do not overinflate the cuff. Ordinarily, cuff pressure should not exceed 25 cm of h2o. Closely monitor cuff pressure under a physician¿s guidance. Overinflation may lead to permanent tracheal damage, rupture of the cuff with subsequent deflation, or cuff distortion that may cause airway blockage. Avoid pulling or manipulation of the cuff inflation line as this could cause cuff deflation or removal of the tube from patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the cuff stopped inflating. Since there appeared to be no problem with its use, it was used as is. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.